Event description:
The workshop service engineer reported that during testing the capacitor was found to be faulty. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.